Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as "bedridden". It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2gm, route, frequency and duration were not reported), amikacin injection (125mg, route, frequency and duration were not reported) and meropenem injection (250mg/bag, ongoing, intraperitoneal, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that antibiotic therapy was discontinued. On an unknown date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.